Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). The customer believes the cause to be increased physical activity, or not consuming enough carbohydrates. Reportedly, the customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.